Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced cylinder migration, as one of the cylinders eroded through corpora cavernosa and almost eroded out of the skin. The existing pump and cylinders were removed, the corpora was repaired and new components were implanted; the existing reservoir remains in service. No additional patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced cylinder migration, as one of the cylinders eroded through corpora cavernosa and almost eroded out of the skin. The existing pump and cylinders were removed, the corpora was repaired and new components were implanted; the existing reservoir remains in service. No additional patient complications were reported.

Manufacturer narrative:
D6b explant date: updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.